Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level at time of incident was 46 mg/dl. Customer current blood glucose level was 125 mg/dl. The customer was treated with food. Customer stated that due to not wearing a sensor they states had low blood glucose. The customer stated that month ago they were hospitalized due to heart problems and since they were now taking medications. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.